Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrectomy, after the cartridge was fired normally using the powered handle, the knife r eturned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The operating room staff noted that it was difficult to separate the reload from the adapter. The device was replaced witha new powered stapler set. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned adapter noted no abnormalities. Functional testing noted that the blue unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was connected to gen2 acc software and the strain gauge was responsive. There was an articulation calibration error in the data saved to the system. The adapter had 30 of 50 procedures remaining. The adapter was connected to a clamshell and handle running v29.6 software and the device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that retracting the knife blade and unloading the device were difficult. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial # (B)(6); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastrectomy, after the cartridge was fired normally using the powered handle, the knife returned at an abnormally slow speed. Once the knife had fully returned, the device became unresponsive for approximately one to two minutes. The device was replaced with a new powered stapler set. No patient complications have been reported as a result of this event.